Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer¿s emergency pacing feature failed to initiate using remote view. The issue occurred during a training demonstration where the user selected emergency pacing through remote view and the pacing failed to initiate, the stylus and touchscreen were then used to initiate the emergency pacing. The device remains in use. There was no patient involvement.